Event description:
On (B)(6) 2014, during an evar of infrarenal aneurysm on a (B)(6) yr old male pt, the doctor had just unsheathed the main body and cannulated the contralateral gate. He did a hand injection to confirm that he was in the body of the graft and contrast appeared flowing in large volumes through fabric gap between the first and second covered stents. He continued with the procedure, placing the two leg extensions, and balloon moulding the relevant seal zones, overlaps. On the finishing run, an evident leak was still present so doctor placed a zenith low profile body extension over the suspected site of leak. He did another run and felt the leak had ceased. No adverse effect to the pt was reported due to this occurrence.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.